Event description:
It was reported that the patient presented with an inability to void due to being unable to work the pump of his artificial urinary sphincter (aus) device. The pump was riding high in the scrotum and he was unable to pump the pump. A catheter was then placed. The patient then underwent a revision surgery at which time the aus pump was explanted, and a new aus pump was implanted. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.